Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. Customer did not perform troubleshooting for high blood glucose reading. The customer's blood glucose was 500 mg/dl at the time of incident. Customer also had 450 mg/dl blood glucose reading. The cause of the issue is the tube be not delivery insulin. Customer declined to troubleshoot high blood glucose reading. The insulin pump will be returned for analysis.